Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The o2 regulator was found leaking. The customer was advised to replace the regulator. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a low oxygen (o2) flow in test 9 (volume accuracy) of the performance verification test (pvt). There was no patient involvement.